Event description:
It was reported that the lens was implanted and removed due to a broken haptic. The surgery was complicated by extended intraoperative time to deal with capsular rupture. The pt had multiple issues with this eye including a vitrectomy on (B)(6) 2015. The doctor believes the root cause is a possible loading error as the lens came out of the cartridge with a severely kinked haptic. A backup lens was implanted without any issue. The patient's current prognosis is "good in that eye."

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, we are unable to conclusively determine a root cause.

Event description:
Additional information was received reporting that there was a small rupture of the capsule initially. When extended manipulation occurred it made surgery more difficult and caused more vitreous loss.